Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided, as troubleshooting could not be completed due to another pump malfunction. The customer reverted to alternate method of insulin therapy.